Manufacturer narrative:
The caster components were improperly aligned prior to welding, resulting in excessive force required to lock and unlock the mechanism.

Event description:
It was reported that a nurse has difficulty unlocking the casters and used their hand to pry up and unlock the mechanism. The nurse's hand was cut and shoulder was injured in the process.